Event description:
A discordant, falsely low sodium (na) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant na result was reported to the physician(s), who questioned it. The sample was repeated on the same system, which resulted higher. The corrected na result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na result.

Manufacturer narrative:
The siemens headquarters support center (hsc) was contacted by the customer. The hsc evaluated the instrument data and determined that there was no evidence of a systemic or reagent issue during the time of the event. The hsc determined that samples processed correctly before and after the discordant sodium sample. The cause of the discordant sodium result is unknown. The customer successfully ran quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.